Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. No defect found. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-018 user has high glucose value note: manufacturer contacted customer in a follow-up call on 18-aug-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer. Customer states replacement products resolved customer¿s initial issue. Customer stated that the old meter was displaying hi because the medicine that she is taking for her kidney transplant elevate her levels of blood sugar but she was aware of that.

Event description:
Consumer reported complaint for hi blood glucose test results using replacement products. The customer is concerned with test results from results obtained of hi. The customer¿s expected am fasting blood glucose test result is 500 mg/dl; customer stated she is not concerned about the high expected since at her last checkup appointment her doctor had told her that her a1c was really high. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 01/27/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (customer was able to provide only 2 results from memory, third result was from her notes; customer was having trouble seeing the numbers): (B)(6).